Event description:
It was reported that the hd camera head had an image problem. There was no report of patient harm.

Manufacturer narrative:
The device has not been returned to olympus, however, it is expected to be returned for the evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.